Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested with a generator and was functional when the max or min activation buttons were compressed. The button assembly was disassembled and inspected for evidence associated with activation issues and no anomalies were found. It could not be determined what may have caused the incidents reported. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a whipple procedure, approximately three hours into the case, max button would continue to deliver energy for approximately one to two seconds after surgeons finger was off the button. Case completed with another device of the same product code. There were no patient consequences reported.